Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user's report was confirmed. The camera was broken and no image was present due to a faulty charged couple device unit. Additionally, a kink was noted in the cabling. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that while reprocessing his olympus hd autoclavable camera head, he was unable to see through it, and claimed the camera was broken. This event took place during reprocessing and had no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h4, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed a broken camera and no image due to a faulty charge-coupled device. The specific root cause of the broken camera and the faulty charge-coupled device could not be determined at this time. Olympus will continue to monitor field performance for this device.